Event description:
It was reported that a vns pt died due to unk reason. Info from a company representative revealed that info of the pt's death was received through the treating neurologist. The treating neurologist received info from the pt's relative indicating the pt was found dead at home. At the moment the relationship of the pt's death to vns therapy is unk as the cause of death is also unk. Good faith attempts to obtain additional info have been unsuccessful to date.